Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a beeping sound and wondered it if was coming from the cardiac resynchronization therapy defibrillator (crt-d). The patient was later seen in clinic and it was noted a lead integrity alert (lia) had triggered and the right ventricular (rv) lead sensing was reprogrammed. The rv lead and device remain in use. No patient complications have been reported as a result of this event.